Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment near the right iliac, the coil did not attach. The coil then detached in the catheter and was stuck. There was no reported intervention or patient injury.

Manufacturer narrative:
Additional information: the initial report indicated that the coil did not detach, then detached in the catheter and was stuck. Additional information received indicated that approximately 4-5 attempts were made to detach the coil with the controller. No attempt was made to detach the coil with a new v-grip controller. The coil detached at the distal end of the catheter. Saline was used to push the detached coil out of the catheter and it was implanted in the patient, with a successful outcome.

Manufacturer narrative:
Date of report, date received by MFR: corrected data.